Manufacturer narrative:
(B)(4). This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-00952. Per the sapien xt valve instructions for use (IFU) and the thv training guide, interference with the mitral valve function is a known potential complication associated with the transfemoral tavr procedure. Mitral valve function impairment can result from the guidewire and delivery system misplacement. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. Training includes device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. In this case, the exact cause and timing of the damage to the mitral apparatus cannot be determined. It is possible that the guide wire became entangled with the mitral apparatus during the procedure, causing the severe mitral regurgitation. A surgical valve was placed to correct the event. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review. No corrective or preventative actions are required.

Event description:
Post sapien xt deployment, the valve appeared low in the annulus: 30/70 aortic/ventricular (a/v). In addition, severe mitral regurgitation was also noted on echo. The procedure was converted to open surgery. Initially, extremely high forces were encountered during insertion of a 23mm sapien xt through the 18f esheath. Upon valve deployment, the system shifted ventricular. The system was adjusted and the sapien xt landed 50/50 in the aortic annulus. However, during wire retrieval, it appeared that the valve moved toward the left ventricle. While recrossing the sapien xt with a wire and catheter combination, the sapien xt migrated into the left ventricle. A second 23mm sapien xt and novaflex+ was prepared and inserted through the 18 f esheath. Again, extremely high insertion forces were encountered in the left external iliac artery region. During valve deployment, the second sapien xt and novaflex+ system shifted ventricular as well. The system was adjusted and the second sapien xt landed 30/70 a/v. It was then noted on echo that the patient developed severe mitral regurgitation, and the mitral apparatus had been damaged, perhaps by the guide wire. The procedure was converted to open heart surgery to replace the mitral valve. At this time, the first embolized sapien xt was removed from the left ventricle. At the end of surgery, the patient was in stable condition and transported to recovery. The echo findings across the second sapien xt were trace ai and trace pvl. It is believed that the forward migration of the novaflex+ and sapien xt during deployment was caused by stored tension in the system due to the extreme insertion forces necessary to move the system through the patient's left external iliac artery.